Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white particles, device appearance (observed void on valve side in the part not texture side, because reason is a not defect) opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis, the final assessment is a crease smooth opening on anterior due to a fold flaw opening. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.